Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 30. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.